Event description:
Pt noticed moisture (which pt believed was insulin) in the device's cartridge chamber. Pt stated that the moisture has appeared, in the cartridge chamber, on a number of occasions. Pt stated that pt removed the moisture with a cotton-swab, and continued using the device. Pt's blood glucose was not affected and no treatment was received.